Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, the complaint of a broken sensor wire could not be confirmed due to the sensor write becoming detached from the housing puck and was not received with the device.

Event description:
Foreign distributor contacted dexcom technical support on behalf of patient's mother on (B)(6) 2014 to report a possible broken sensor wire on (B)(6) 2014. Patient's mother reported that sensor wire remained in patient's skin. Foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.